Manufacturer narrative:
Evaluation: foam tip plunger lot number search; cartridge lot number search; injector lot number search. Results: a foam tip plunger lot number search was performed and no similar complaint was found. A cartridge lot number search was performed and six similar complaints were found. An injector lot number search was performed and five similar complaints were found. Conclusions: based on the complaint history and the lot number searches, a likely root cause of the event has been determined to be due to the foam tip plunger.

Event description:
The reporter stated the trailing haptic of an eyeonics lens was broken off upon insertion. The lens capsule was damaged and there was loss of vitreous. A vitrectomy was performed. The incision was enlarged to remove the lens and an anterior chamber lens was implanted. Sutures were required to close the incision. The reporter stated, it was the surgeon's opinion the likely cause of the iol damage was due to the foam tip plunger/overrode iol.